Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Decline in the patient's hearing performance was noticed in (B)(6) 2016. Problems of external devices were excluded and a head trauma was denied.

Manufacturer narrative:
Conclusion damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Additionally, a deformation of the coil wire was found during investigation which might also be a result of and external mechanical impact. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
There was a decline in the patient's hearing performance that was noticed in (B)(6) 2016. Problems with the external devices were excluded and a head trauma was denied. The patient was re-implanted.